Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review part number: 314.743 synthes lot number: 9895470 supplier lot number: n/a release to warehouse date: 07-mar-2016 expiration date: n/a supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of the reamer/ irrigator/ aspirator (ria) driver shaft broke during use on patient. No surgical delay is reported. No information available about patient condition and outcome. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hrx. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event details provided indicate all fragments were removed. Procedure was completed successfully with no harm to patient.

Manufacturer narrative:
Returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The visual inspection has shown that the distal tip of the reamer/ irrigator/ aspirator (ria) driver shaft, which mates with the reamer head is broken off. The broken off part was not returned. Apart from that the instrument is in good condition. The review of the production history revealed that this instrument was manufactured in march 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, the exact cause of failure cannot be determined; however, the failure mode is consistent with a mechanical overload. The relevant drawings of the returned part were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Dimensions cannot be verified due to the damage incurred. Material of drive shaft checked at time of manufacturing. The complaint is determined not to be a result of a detected product related deficiency; this complaint condition is most likely due to a mechanical overloading. No product related issues identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.